Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of device expulsion ("essure devices had migrated out of place and was show to be protuding outside of uterine cavity/malposition of essure device location of device: outside of uterine cavity") in a 45-year-old female patient who had essure (batch no. 796894) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device deployment issue "coils showing within the endometrial cavity as follows:right: 3 coils left: 0 coils". On (B)(6)2012, the patient had essure inserted. On an unknown date, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), pelvic pain ("pelvic pain"), abdominal pain ("abdominal pain"), abdominal pain lower ("severe cramping"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal discharge ("vaginal discharge") and alopecia ("hair loss"). The patient was treated with surgery (partial salpingectomy and removal of essure devices). Essure was removed on (B)(6)2014. At the time of the report, the device expulsion, pelvic pain, abdominal pain, abdominal pain lower, dysmenorrhoea, dyspareunia, vaginal discharge and alopecia outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, alopecia, device expulsion, dysmenorrhoea, dyspareunia, pelvic pain and vaginal discharge to be related to essure. The reporter commented: since her removal surgery, her symptoms have mostly resolved, though some remain. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: unilateral occlusion (left tube occluded. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 17-aug-2018: quality safety evaluation of product technical complaint. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Thi spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ("essure devices had migrated out of place and was show to be protuding outside of uterine cavity/malposition of essure device location of device: outside of uterine cavity") in a 45-year-old female patient who had essure (batch no. 796894) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device deployment issue "coils showing within the endometrial cavity as follows:right: 3 coils left: 0 coils". In 2012, the patient experienced cystitis ("bladder infection") and urinary tract infection ("urinary tract infection"). On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2014, 1 year 11 months after insertion of essure, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)") and vaginal discharge ("vaginal discharge"). On an unknown date, the patient experienced pelvic pain ("pelvic pain"), abdominal pain ("abdominal pain"), abdominal pain lower ("severe cramping"), dyspareunia ("dyspareunia (painful sexual intercourse)") and alopecia ("hair loss"). The patient was treated with surgery (partial salpingectomy and removal of essure devices). Essure was removed on (B)(6) 2014. At the time of the report, the device expulsion, pelvic pain, abdominal pain, abdominal pain lower, dysmenorrhoea, dyspareunia, vaginal discharge, alopecia, cystitis and urinary tract infection outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, alopecia, cystitis, device expulsion, dysmenorrhoea, dyspareunia, pelvic pain, urinary tract infection and vaginal discharge to be related to essure. The reporter commented: since her removal surgery, her symptoms have mostly resolved, though some remain. Her right essure appears to not be within the tube. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2012: unilateral occlusion (left tube occluded. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 31-aug-2018: pfs received.: new reporters and reporter information added. New events bladder infection, urinary tract infection added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("essure devices had migrated out of place and was show to be protruding outside of uterine cavity/malposition of essure device location of device: outside of uterine cavity") in a 45-year-old female patient who had essure (batch no. 796894) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device deployment issue "coils showing within the endometrial cavity as follows: right: 3 coils left: 0 coils". On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), pelvic pain ("pelvic pain"), abdominal pain ("abdominal pain"), abdominal pain lower ("severe cramping"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal discharge ("vaginal discharge") and alopecia ("hair loss"). The patient was treated with surgery (partial salpingectomy and removal of essure devices). Essure was removed on (B)(6) 2014. At the time of the report, the device dislocation, pelvic pain, abdominal pain, abdominal pain lower, dysmenorrhoea, dyspareunia, vaginal discharge and alopecia outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, alopecia, device dislocation, dysmenorrhoea, dyspareunia, pelvic pain and vaginal discharge to be related to essure. The reporter commented: since her removal surgery, her symptoms have mostly resolved, though some remain. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: unilateral occlusion (left tube occluded). Most recent follow-up information incorporated above includes: on 18-jun-2018: pfs and medical record received: reporter information, patient details, lab data, product information and events: dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), vaginal discharge, hair loss, coils showing within the endometrial cavity as follows: right: 3 coils left: 0 coils were added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ("essure devices had migrated out of place and was show to be protruding outside of uterine cavity") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), pelvic pain ("pelvic pain"), abdominal pain ("abdominal pain") and abdominal pain lower ("severe cramping"). The patient was treated with surgery (partial salpingectomy and removal of essure devices). Essure was removed on (B)(6) 2014. At the time of the report, the device expulsion, pelvic pain, abdominal pain and abdominal pain lower outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, device expulsion and pelvic pain to be related to essure. The reporter commented since her removal surgery, her symptoms have mostly resolved, though some remain. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.